Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. Trace of corrosion was found at the motor, keypad traces and vibrator motor per visual inspection. Unable to perform a21 error test or verify button error or keypad anomaly due to blank display. The insulin pump has cracked case at display window corners, battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had normal blood glucose levels of 88.2 mg/dl. The customer reported a button error alarm from the insulin pump. The customer also reported an unexpected restart from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.